Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the tube'), pelvic pain ('pain'), depression suicidal ('depression/ suicidal') and autoimmune disorder ('auto-immune disorder') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression suicidal and neuropathy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain;"), menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 days after insertion of essure. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue."). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dental caries ("dental problems: tooth decay"), arthralgia ("shoulder and hip pain"), pain in extremity ("lower extremities pain"), neck pain ("neck pain") and anxiety ("anxiety"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, depression suicidal, autoimmune disorder and menstrual disorder outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, rash, fatigue, arthralgia, pain in extremity, neck pain and anxiety had resolved and the vaginal discharge and dental caries was resolving. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression suicidal, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in 2016, plaintiff crone sought medical treatment regarding the a for mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were reported via medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs and mr received: event fallopian tube perforation added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), depression suicidal ("depression/ suicidal") and autoimmune disorder ("auto-immune disorder") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression suicidal and neuropathy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain;"), menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches") and fatigue ("fatigue."). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dental caries ("dental problems: tooth decay"), arthralgia ("shoulder and hip pain"), pain in extremity ("lower extremities pain"), neck pain ("neck pain") and anxiety ("anxiety"). The patient was treated with surgery ((B)(6) 2018; hysterectomy with bilateral salpingectomy) and tooth extraction. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, rash, fatigue, arthralgia, pain in extremity, neck pain and anxiety had resolved, the depression suicidal, autoimmune disorder and menstrual disorder outcome was unknown and the vaginal discharge and dental caries was resolving. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, neck pain, pain in extremity, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in 2016, plaintiff crone sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received event " abnormal bleeding (vaginal), rashes, pain, pain in extremities, hip and shoulder pain, depression ,anxiety, tooth decay" were added. Outcome of event " tooth decay and vaginal discharge were updated as recovering and all symptoms aforementioned were updated as recovered. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.